Event description:
It was reported that a pump malfunction occurred, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.